Event description:
I experienced hyperglycemia at (B)(6) 2026 12:41p et. I use medtronic minimed 780g insulin pump & abbott instinct cgm sensor signal. No alarm sounded. "Sn: (B)(6)." Patient code: 1905. Device: 1012, 3015. Ref report: mw5183719.